Event description:
: Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled for replacement on 11/21, it¿s being replaced due to lead age, impedances, MRI compatibility, at the medical discretion of the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that this morning they charged ins and then found that the time and day had changed on the controller and it changed their program to where its not helping, with only a small tingling feeling is felt. Pt says controller used to last 2-3 charges to their ins, but now only lasts for one charge. Pt says they are in a lot of pain. Controller battery compartment prongs look intact. Controller port looks intact. Pt then said the message they see is settings not available. Patient has osteonecrosis of the spine and says they have been in so much pain today that they can't move because they have zero stimulation. Pt denies being exposed to any emi and hasn't had any falls or trauma. Pt says their hcp moved. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the system was discarded, the physician decided not to return anything for analysis based on the age of the leads and used his medical judgement to replace everything with a new system. Patient is doing great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reported there were notes about high impedances on electrodes 0,1 ,2, and also a note about the system going into oor from 2019. Rep reprogrammed and patient was able to get more use out of the system, but the cause of the settings not available is from the high impedances noted from 2019. At this time, the settings not available has been resolved, but the patient is talking to the neurosurgeon about a possible lead replacement, because of the age of their leads. Physician was made aware. On 2024-oct-29 the rep provided images showing the report from 2019-jul-11 showing high impedances on electrodes 0, 1, and 2. Rep noted the device kept going into oor so rep had to program using most of the lead.